Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were getting low flow alarms in an arctic sun device. They had tried pausing therapy, emptying the pad, and disconnecting then reconnecting the pad. The device started alarming again. Had nurse stop therapy, empty the pad, and disconnect. Walked nurse through placing device in manual control. Without the pad connected water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, system hours were 2,967, and pump hours were 2,765. Informed nurse they would need to send this device to biomed labelled no flow and swap to a new device. Walked nurse through adjusting the remaining cooling duration on second device, nurse started therapy and water flow rate (wfr) was 1.7 l/min. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were getting low flow alarms in an arctic sun device. They had tried pausing therapy, emptying the pad, and disconnecting then reconnecting the pad. The device started alarming again. Had nurse stop therapy, empty the pad, and disconnect. Walked nurse through placing device in manual control. Without the pad connected water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, system hours were 2,967, and pump hours were 2,765. Informed nurse they would need to send this device to biomed labelled no flow and swap to a new device. Walked nurse through adjusting the remaining cooling duration on second device, nurse started therapy and water flow rate (wfr) was 1.7 l/min. Encouraged nurse to call back with any issues.